Event description:
It was reported that the device would not power on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one warmer device was received for investigation. During visual inspection the device was observed to have a cracked enclosure and tank cover, faded line cord, and damaged power switch and circuit board. The reported issue was confirmed during functional testing when the device would not power on. The issue was traced to the connection between the circuit board and power switch, which was observed to be damaged. The investigation attributed this condition to a known issue with outdated model of the power switch on the device. This issue will continue to be monitored and further actions taken accordingly. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device confirmed this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.